Event description:
During use of the device for a cardiopulmonary bypass procedure, the drive cable was difficult to attach to the motor. The partial connection was sufficient to use the device for its intended purpose. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.